Manufacturer narrative:
Exemption number e2019001. The returned device analysis did not confirm the reported clip jumping issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported clip jumping in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report clip jumping. It was reported that a clip delivery system (cds) was prepared for use; however, during testing of the clip, the clip jumped open when unlocked. Troubleshooting was performed three times but failed. The cds was not used in the patient, and the procedure was successfully completed with another cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.